Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug - eluting stent implanted to the proximal rca, one endeavor sprint rx drug-eluting stent implanted to the mid lad and one endeavor sprint rx drug-eluting stent implanted to the 2nd diagonal branch. A dissection is reported to have occurred during stent implant in the mid lad. One day post index procedure a mi occurred. It is unk whether the reported mi is related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. Reference MFR #s 9612164-2011-01229 and 9612164-2011-01230.

Manufacturer narrative:
(B)(4). Results: (myocardial infarction/dissection).